Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported in a social media post by the mother that after having vns implanted, seizures are now being triggered by sounds. Additional information was received that the patient had noise sensitivity when the magnet setting were increased and that the patients seizures were now being triggered by sounds. Device was noted to then be disabled to which the mother stated that the patients seizures were no longer triggered by sound no other relevant information has been received to date.